Manufacturer narrative:
A specific root cause could not be determined based on the provided information. It was determined that a general reagent issue was not likely. Calibration signals were found to be ok. The mean control values over a given period of time are ok, but multiple control outages were observed during the time period of the event ((B)(6) 2016). This may be an indication that there was something wrong with the reagent pack used for the ft4 measurements. In addition, a temporary issue with the analyzer also can not be excluded. The most likely root causes relate to an analyzer specific issue, an incorrectly prepared sample, presence of bubbles foam on the reagent surface, or an incorrect speed, shape, or positioning of the mixer. No further issues were reported by the customer after the service actions were completed.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys ft4 ii assay (ft4) on a cobas e 411 immunoassay analyzer (e411). Of the two patient samples, one had an erroneous result that is reportable as a malfunction. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 1.29 ng/dl when measured from a serum tube. A second serum tube collected at the same time was used for repeat testing, resulting as 0.557 ng/dl accompanied by a data flag. A plasma tube collected at the same time was used for an additional repeat, resulting as 0.550 ng/dl accompanied by a data flag. The repeat result was believed to be correct and was reported outside of the laboratory as 0.55 ng/dl. The patient was not adversely affected. The ft4 reagent lot number was 15822901. The reagent expiration date was asked for, but not provided. The field service engineer determined that there was an electronic failure of the measuring cell due to age. The measuring cell was last replaced on the analyzer on (B)(6) 2014. He stated that he started getting erratic readings during a high voltage adjustment due to a leaky probe. He replaced syringe seals and pinch tubing, but there was no change in the readings. He replaced the probe tubing and primed the probes. These checked to be ok. He replaced the measuring cell. The customer ran calibrations and controls. The system was found to be operational. Diagnostic and functional checks were performed.